Event description:
It was reported that one day post implant the lead thresholds increased. The lead was explanted because there was no position with acceptable threshold found. There was a possible problem with the helix mechanism. The lead was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) no anomalies were found; the full lead was returned for analysis. Further testing revealed that the distal conductor connector pin was bent, there was blood in/on the helix mechanism, and there was apparent explant damage.